Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of over 600 mg/dl; cause was not known. A manual insulin injection was used to address bg. Reportedly, the customer over-estimated how much insulin was needed to address elevated bg, and subsequently, the customer experienced a low bg level. Bg value was not provided, however, customer alleged bg ¿might have been below 20 mg/dl¿. Carbohydrates were consumed to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.